Event description:
It was reported that, the console screen does not light up. In addition, since the console is used for long times, its losses power. There is also a burning smell coming from the console engine. There was no patient involved.

Manufacturer narrative:
This console was serviced at the customer's site. The reported clinical observations were not confirmed. The field service engineer tried to start the system, and it worked as expected. The console was tested up to 90w and no problem was identified. There is no objective evidence that the user did not properly handle or use the device according to the device instructions for use (IFU).

Event description:
It was reported that, the console screen does not light up. In addition, since the console is used for long times, its losses power. There is also a burning smell coming from the console engine. There was no patient involved.